Event description:
It was reported that this was an arteriotomy closure of a mild calcified right common femoral artery using three proglide devices after an interventional percutaneous transluminal angioplasty procedure with a small-bore sheath. Reportedly, with three proglide devices a cuff miss [suture retrieval issue] occurred. One of the proglide devices exhibited resistance during opening and closing of the foot. A new proglide device was used to achieve hemostasis. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Per the device evaluation, it was noted that, of the three reported proglide devices, one device exhibited resistance during opening and closing of the foot. In addition, posterior foot separation was identified during evaluation of two returned proglide devices. There were no reports of flow disturbances or patient effects that would suggest that a separated foot component was retained in the patient.

Manufacturer narrative:
A visual, functional, and dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to operational context. In this case, a needle to cuff miss occurred evidence by the damage to the posterior needle tip. Factors for foot separation include, but are not limited to, foot in the access site, calcification, excessive force, and manipulation of the device with the foot open when up against the vessel wall or posterior needle tip caught in the foot during plunger pull. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.